Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The device was returned and analyzed. The analysis of the device memory was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the patient's device had a sensing issue and the sensing integrity counter (sic) was triggered. Additionally the right ventricular (rv) lead had noise with non-sustained tachycardia and high impedance. The lead and device were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.